Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the subject device and the reported incident. A review of the customer provided images show a broken twinfix, and packaging confirming part and lot number. The complaint was confirmed. A review of device manufacturing records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review of the reported batch number concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a rotator cuff repair surgery, the inserter of the twinfix broke when the anchor was half-way into the bone. A second twinfix was opened in order to use the inserter to screw the anchor out again. All pieces were removed from the patient with twezzers. The procedure was successfully completed without significant delay using a third twinfix back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.